Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm excessive no delivery alarm due to compromised forced sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 570 mg/dl. Customer's current blood glucose level was 180 mg/dl. Customer stated that they received a motor error alarm. The customer declined to troubleshooting for high blood glucose. Customer was unable to complete insulin pump rewind due to insulin pump alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The product was returned for analysis.